Manufacturer narrative:
Additional information provided: d.10 the customer reported complaint of a communication error and interoperability gave a message ¿935180814¿ could not be confirmed. The customer did not return the pcu or provide the pcu event and error log. Analysis of the log shows pump module s/n (B)(6) identified an infusion of an unknown medication that was initiated on (B)(6) 2019 at 11:40 pm at a rate of 100ml/hr vtbi 950ml. The pump is then selected on (B)(6) 2019 at 8:49 am and a secondary infusion of an unknown medication is programmed, rate 100ml/hr vtbi 100ml. The secondary infusion completes at 9:53 am. At 10:15 am, the pump is channeled off. There was no recorded event of a communication error having occurred. The pump module infusion ran to completion uninterrupted. The root cause of the customer¿s report that the pump module had a communication error and interoperability gave a message: "935180814¿ was not identified. The pcu was not returned for investigation. The device logs could not be reviewed. It should be noted that interoperability messaging from the hospital system could not be reviewed. The messages are stored for a period of 3 to 7 days and then they are purged.

Event description:
It was reported that while infusing calcium gluconate IV piggyback, the IV pump had a communication error and interoperability gave a message: "935180814 infuser is offline or unable to connect to infuser". The event occurred in adult stepdown intensive care unit. There was no patient harm and it did not cause significant delay in patient care.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that while infusing calcium gluconate IV piggyback, the IV pump had a communication error and interoperability gave a message: "935180814 infuser is offline or unable to connect to infuser". The event occurred in adult stepdown intensive care unit. There was no patient harm and it did not cause significant delay in patient care.